Manufacturer narrative:
The pump was received with a cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Unable to perform the displacement test, due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump was cracked. Customer¿s blood glucose was 262 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.